Event description:
Cefepime was administered via pump. Rn looked up at ivpb within 5-10 minutes of it being hung and it was empty. Primary bag appeared overly full. Charge nurse notified. Charge nurse, bedside nurse, and additional rn went to bedside and assess the situation. All came to conclusion that cefepime must have backed into primary bag. Biomed paged. Tubing bagged up, labeled, and waiting for biomed to pick it up.